Manufacturer narrative:
It was initially reported by a baxter service technician that the bed exit alarm on a centrella bed did not alarm, and a patient subsequently fell and sustained a head injury. It was additionally reported that nursing staff was not trained on how to use the scale and bed exit on the centrella bed. The hospital¿s patient safety & quality advisor provided the following additional information. The nurse who was caring for the patient had not been trained on use of the centrella bed and believed she had set the bed exit alarm correctly. The bed exit was allegedly armed around 20:00 and the bed exit indicator was illuminated green. At approximately 22:00, the patient was found on the bathroom floor; however, the bed exit was not alarming. The (B)(6)-year-old female patient sustained a nasal fracture that required surgical repair. Prior to the fall, the patient was awaiting placement and per the patient safety advisor, the patient's hospitalization was not prolonged due to the fall. The patient has since been discharged. The patient safety advisor stated they do not have enough standard high/low beds in circulation; therefore, centrella beds are inadvertently being circulated to units where nursing staff are not trained on use of the centrella bed. No additional information was provided. The centrella smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. Per the device instructions for use (IFU), the bed exit alert system has three levels of sensitivity settings to select from. The bed exit indicator is a visual indicator on the caregiver control panel that will be green when the bed exit feature is on. The IFU provides the following warning: always use the new patient zero before a patient is admitted into the bed. Failure to do so may keep old patient data in the bed and cause a risk to the new patient. The IFU contains information necessary for the normal operation of the centrella smart+ bed and centrella mattresses from hill-rom and states before you operate the bed, make sure that you read and understand in detail the contents of this manual. It is important that you read and strictly obey the aspects of safety contained in this manual. The baxter service technician inspected the bed, and no issues were found. The bed functioned as designed. In this event, the patient fell and sustained a nasal fracture that required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The centrella bed functioned as designed during inspection by baxter. The cause of the event was determined to be related to use error and knowledge deficit on functionality of the device. If the event were to recur, it would be likely to cause or contribute to a death or serious injury. However, prevention of this type of event is outlined in the device IFU.

Event description:
It was initially reported by a baxter service technician that the bed exit alarm on a centrella bed did not alarm, and a patient subsequently fell and sustained a head injury. It was additionally reported that nursing staff was not trained on how to use the scale and bed exit on the centrella bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).